Event description:
Procedure type: roux-en-y. According to the reporter: the device sticks when it toggles. Just grabbed another one. Operating rate time was not extended by more than 30 minutes. No blood loss, no tissue damage. No tissue damage.

Manufacturer narrative:
(B)(4).